Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 03/05/2023. Additional b5 narrative: it was reported that the patient experienced adhesion following the procedure. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to abdominal wall infection and inflammation.